Event description:
This rv riata lead was implanted on (B)(6) 2007 and remains implanted at this time. A red alert for high rv pacing lead impedance was detected (B)(6) 2013. A call to technical services placed on 11/25/2013 stated that rv impedance has been increasing steadily since may and is now greater than 2000 ohms. Thresholds has also increased from 0.4 v@ 0.5 ms to 2.7 v. No noise noted on lead and no inappropriate detection. The shock lead integrity test was normal. Chest x-ray was done and nothing obvious was noted. The physician planned to do lead revision on (B)(6) 2013. Representative stated that at the time of changeout, there was no evidence of lead issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).